Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer also reported that the insulin pump had motor position encoder error. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten.